Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation. The device as visually inspected; no damage was observed. The device was attached to a cadd_legacy pump and given delivery accuracy testing. The testing showed the system met with specifications for the delivery accuracy (+/-6%). No device problems were confirmed during testing.

Event description:
Information was received indicating that at the end of therapy with smiths medical cadd cassette reservoir, the pump displayed a message saying that administration medical fluid was completed. However, the reporter indicated that some medical fluid remained in the cassette. The reporter also indicated that no anomaly was observed on the pump. No patient consequences were reported. No adverse effects were reported.